Manufacturer narrative:
Customer's complaint was not replicated with in-house testing of retain lot w61112. No issues with correlation were observed. No sample was returned to product support. Unable to rule out sample specific interference as a potential cause for discrepant results. Reviewed the batch record for lot w61112. Lot met all final release specifications.

Manufacturer narrative:
Investigation pending.

Event description:
Correlation concerns were reported with troponin I (tni) results with one lot, two blood draws from one patient and three meters. All tests were conducted on (B)(6) 2016. The results were as follows: initial draw was at 2:30pm tested on sn (B)(4) and obtained a positive result. Repeat draw taken at 4:30pm tested on sn (B)(4) and obtained a negative result. Ten minutes later sample drawn at 4:30pm was tested on a new device tested on meter (B)(4) resulted in a positive result. Two hours later, second draw initially taken at 4:30pm was tested on meter (B)(4) and obtained a positive result. New device with same sample was tested on meter (B)(4) and obtained a positive result. Customer is most concerned about the negative result obtained from the second draw at 4:30pm on meter sn (B)(4). No further details were provided.